Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted without replacement.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as fold flaw opening additional observations: creases are observed. Wear abrasion is observed. Yellow particles in device outer surface are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.